Event description:
It was reported that the customer experienced a blood glucose (bg) level of 29 mg/dl and was unconscious. Customer required assistance giving a glucagon shot and was transported by ambulance to the emergency room and subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Reportedly, the pump software functioned as intended and the system check identified that the customer requested and approved multiple large manual correction user boluses; this action was followed by the low bg event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.